Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file. The system controller (serial #: (B)(6)) was retuned for analysis and a log file was submitted (9a160955) for review as well as downloaded (9a211503) for review with events spanning approximately 5+ days ((B)(6) 2020, per time stamp). Backup battery fault alarms were active due to a load test failure on (B)(6) 2020 between 09:40:55 ¿ 09:46:48. The alarms did not affect the controller's ability to support the pump at the set speed. The alarm cleared on its own. The system controller (B)(6) underwent preliminary and functional testing and functioned as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported backup battery fault was unable to be reproduced during testing. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. System controller serial number (B)(6) was shipped to the customer on (B)(6) 2019. Heartmate iii instructions for use (rev. A) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. B) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use (rev. A) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. B) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having replace backup battery alarms on the system controller. The battery was changed on (B)(6) 2020. Log file submitted for review revealed that on (B)(6) 2020 at 9:40:55 backup battery fault alarms occurred. No additional information was provided.